Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 77 mg/dl. No significant events leading to the alarm were observed. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.